Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an image with interference. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) completed onsite repair. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical issued led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.